Event description:
It was reported that bd insyte leaked. The following information was provided by the initial reporter: client with complaints about leakage in iag 24. Iag showing leaking in fluid infusion, no root cause detected yet, may be human (technical) or product failure. Client did not keep product for analysis. Additional information received on 12jun2025 what I can tell you is that there was infiltration in both cases. The event occurred on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. This complaint has been created for "video 2" attached in a different complaint. The needle color is blue; therefore, creating this complaint for insyte 22ga. Requested additional details regarding the event, material, and batch number.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) video sample was received for evaluation by our quality team. Through examination of the video, the adapter appears to be from an insyte autoguard 22ga product. The adapter component was observed connected to a luer lock connection. No leakage was observed at the adapter/luer lock connection or at the catheter/adapter connection. As a lot number and a material number were unknown for this incident, a review of the production history records could not be completed. Based on the limited investigation results and feedback provided, it is not possible to confirm the reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.